Event description:
It was reported that during insertion of the iab, resistance was encountered due to aortic tortuosity. After pumping began, blood was noted in the helium tubing. The iab was removed and replaced without any patient complications.